Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer stated, the consumer keeps breaking the composite footplates on the chair. Dealer advised insignia chair but could not provide serial number. Dealer hung up received information from customer service representative. Protocol questions are not applicable.